Event description:
It was reported that pt complains of pain since the surgery. An MRI and test have shown that her hip needs to be removed and replaced. She is scheduled to have a revision on. It was further reported that mechanically assisted crevice corrosion with secondary adverse local lymphocytic soft tissue reaction - pseudotumor -secondary to modular rejuvenate femoral component - local tissue necrosis.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.